Event description:
It was reported by service report that the fowler was drifting as a result of the cpu cover interfering with the fowler clutch mechanism. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: cpu cover interfering with the fowler clutch mechanism.